Event description:
A malfunction was reported on the customer's pump, identified as "malf 16," without any notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.